Event description:
The patient wore the pod on the abdomen between 36 and 48 hours and the pod was in use at the time medical attention was sought. Blood glucose levels were not decreasing despite bolus corrections and eventually reached a level greater than 400 mg/dl (exact value unknown), making independent control impossible. The hospitalization lasted two days. Reported symptoms included nausea, vomiting, diarrhea and hyperglycemia. Diagnosis confirmed diabetic ketoacidosis. Treatment involved removal of the pod by the medical staff due to uncertainty about insulin delivery, administration of a manual insulin injection, and review of stored glucose and bolus data on the patient's phone. The cannula may have been bent upon removal. Insulin leakage could not be confirmed due to night sweats. The removed pod could not be returned because it was taken off at the hospital and its disposition is unknown.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp3a.251005.004.b2 hardware: pixel 7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.